Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted with a 12f amplatzer amulet delivery sheath. The patient's left atrial appendage (laa() dimensions were as follows: orifice - 26mm; depth - 22mm; landing zone - 20-24mm. The patient's starting rhythm was atrial fibrillation. During procedure, the patient's activated clotting time was 341 seconds and heparin was administered. It was reported 3 months post-procedure on (B)(6) 2024, the patient presented with slight chest pressure, syncope due to fatigue and fibrillation, but did not report dyspnea or vertigo. At the time the pericardial effusion was noted, the patient was currently on aspirin. A transthoracic echocardiography (tte) on (B)(6) 2024 confirmed circumferential pericardial effusion measuring 20mm and evidence of cardiac tamponade. The 25mm amplatzer amulet was confirmed via tte in the laa. A decision was made to perform pericardial drainage and a total of 700ml of sanguinolent fluid was drained overnight. The pre-cardiac drain and invasive monitoring inputs were removed the following morning. The physician attributed the cause of the pericardial effusion to be due to pericarditis. It was reported on (B)(6) 2024, there was a small pericardial effusion with maximum along the right ventricle remained without oppression of the cardiac compartments. A follow up transesophageal echocardiography (tee) on (B)(6) 2024 noted a residual effusion only up to 3mm.

Event description:
N/a.

Manufacturer narrative:
An event for patient effects of pericardial effusion, cardiac tamponade, angina, pericarditis, fatigue, and syncope/fainting was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The provided information was reviewed by abbott representative. Based on the information received, the cause of the reported pericarditis could not be conclusively determined. The reported pericardial effusion led to cardiac tamponade was due to pericarditis. The reported angina and fatigue are symptom of pericarditis. The reported syncope/fainting are due to fatigue and fibrillation. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.